Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, the cgm error issue could not be verified. The transmitter was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 190mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.